Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The battery low alarm was identified during functional testing as a f-94 alarm. The cause of the condition was determined to be swollen battery and fuse issues. To correct the condition, the battery and fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a battery low alarm. This occurred before use. There was no patient involvement. No additional information is available.